Manufacturer narrative:
Correction: a review of the reported issue by medtronic personnel found that the initial medical device report (MDR) was submitted in error. The precedent used for determining MDR reporting requirements was not the most accurate to the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a transsphenoidal, the mouse for the navigation system became unresponsive on the planning portion of the application software. Restarting the navigation system resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.